Manufacturer narrative:
It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation several connections to the robot arm failed provoked by the bad connection or disconnection of the ni daq acquisition card. The distributor indicated that the ni daq acquisition card may have been disconnected during transportation of the device. This is the most probable root cause.

Event description:
It was reported that a communication failure occurred due to an issue with ni daq card connection during a surgery. This event caused a 30 minutes delay and no patient impact.